Event description:
Per the surgeon, the device was explanted (specific date not reported) due to an unspecified reason and the patient was reimplanted with a new device on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.